Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a crack along the seam weld and a dent in the bottom cover. In addition, the electrode ground ring was missing and the electrode lead and array were damaged prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna shield wires. In addition, the x-ray analysis confirmed cut electrode wires along with electrode lead, which is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock and hybrid conditions prevented several of the electrical tests from being performed. The manual capacitor leakage test readings were unstable due to flooded components. The residual gas analysis test was unable to be performed due to the cracked seam weld. The scanning electron microscopy revealed a crack on the seam weld. The open device visual inspection confirmed heavy contamination due to the cracked seam weld. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A CAPA has been implemented. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.